Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead sensing noise was observed on the ra lead. Patient reported symptoms of dizziness. Lead was reprogrammed around however there was an increase in the lead noise. Lead was capped (B)(6) 2017 and a new lead was implanted. Patient was stable prior, during and post procedure.